Event description:
Lap chole - "the surgery team described the event as the clip applier tip came apart during use. The black tip separated from the clipper shaft." Patient status: good.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.